Manufacturer narrative:
Article citation: bitterman, nir; simoviz, paula, tadmor, tamar, et al. Fat grafting after implant removal due to anaplastic large cell lymphoma may mimic recurrence. Imaj, vol. 21. August, 2019; 520-522. The events of lymphoma - alcl - suspected and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: alcl (markers not confirmed); seroma.

Event description:
Journal article: "fat grafting after implant removal due to anaplastic large cell lymphoma may mimic recurrence.". The article reports a patient diagnosed with bia-alcl. The patient presented with seroma and was treated with a capsulectomy and device replacement. 8 months later a relapse is reported presenting with "mediastina para-aortic and axillary lymph node involvement.". The affected side has not been provided. The manufacturer of the device is unknown.